Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 22 mg/dl while wearing the pod for more than 48 hours on the abdomen. The pod was removed and thrown away. The patient's mother called the paramedics. When they arrived they treated the patient with sugar water through intravenous therapy. The patient also at the time had a urinary tract infection.